Event description:
It was reported that after the implant of the right ventricular (rv) lead was noted to have t-wave oversensing. The device was reprogrammed to change the sensitivity however, the oversensing continued. An inquiry was made if there was software that could be installed to allow for less sensitivity. No further changes have been made and the rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary #analysis information -- 2014-04-29 19:30:41 (B)(4) product ID# 6935m62 analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: implantable cardio-verter defibrillator product ID: ddbc3d4, implanted (B)(6) 2013; implantable pacing lead product ID: 5076, implanted (B)(6) 2013. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.